Event description:
It was reported that the customer went to bed with a blood glucose level of 107 mg/dl and woke up in the middle of the night with a blood glucose level of about 400 mg/dl. Customer stated that there was a gap between the piston and reservoir. Customer was not wearing the pump during priming. Customer also stated that the insulin was squirting out during the manual prime and that the insulin continued to drip after letting to go of the act button. Customer was unable to successfully prime the set. Customer was advised to return the set for analysis. Customer stated there were air bubbles in the reservoir and was assisted with purging prior to leak testing. Air bubbles persisted after infusion set change. No add'l info provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, a cracked belt clip slot, a cracked display window, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently is it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.